Manufacturer narrative:
Trackwise ID (B)(4). The device was returned for evaluation on (B)(6) 2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Both the cannula and harvesting device were returned for evaluation. There were no visual defects observed on the intact cannula. Signs of clinical use and evidence of blood was observed. Heavy char was observed on the intact heater wire. There were no visual defects observed on the intact heater wire or the clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. Based on the results of the evaluation, the reported failure "environmental particulates" was not confirmed. The lot # 3000332894 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not evacuating the smoke on setting of 3. Fairly normal tissue. They changed the device out to finish the case with no patient affects. Only delay was the change out the device.

Manufacturer narrative:
Trackwise ID (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.